Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a review of electrograms showed occasional rare atrial lead undersesnsing. The lead also had no capture when an arrhythmia was in progress. The atrial lead remains in use. No patient complications have been reported as a result of this event.